Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported torn material was likely due to the calcification in the lesion. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster stent referenced is filed under a separate medwatch report.

Event description:
It was reported that the patient presented to an outlying facility in emergent situation. The patient had a coronary artery bypass graft (CABG) procedure approximately 1 year ago, with left internal mammary artery to the left anterior descending artery and saphenous vein graft to the diagonal artery. Angiography was performed and noted that the bypass grafts were occluded. The patient was placed on an intra-aortic balloon pump (iabp) and 5 intravenous (IV) drip lines and was transferred (45 minute ambulance ride) to the treating facility. Angiography was performed and noted that there was an occlusion in the distal left main, as well as minimal flow to the circumflex, in addition to the occluded bypass grafts. Due to the patient's condition, surgery was not an option. Balloon angioplasty was performed in the proximal circumflex (cx) artery using an unspecified dilatation catheter. A balloon rupture occurred, thought to be due to the calcification, and a perforation occurred. The first 2.8 x 16 mm graftmaster was implanted and it was noted that the perforation did not seal. Additional balloon inflations were performed to seal the perforation. But extravasation was still noted. It was thought that the calcification in the vessel had possibly caused a tear in the graftmaster covering. A second graftmaster stent was implanted inside the first and extravasation was still noted. Additional inflations, approximately 3 to 4, using the stent delivery system balloon were performed, but extravasation was noted. An additional 30 minute inflation was performed and angiography noted no remaining extravasation. It was noted that there was an ostial right coronary artery (rca) lesion. As the perforation was sealed, the stent delivery system was removed.